Manufacturer narrative:
Investigation summary: analysis of the returned fiber identified a glass cap distal circumferential fracture. It is probable that the circumferential fracture occurred due to elevated temperatures, near the laser beam output window. Analysis found the metal cap exhibited moderate debris adhesion on its surface. It is probable that the tissue adhesion identified on the metal cap contributed to the elevated temperatures leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy issue contact and/or a decrease in saline cooling flow. The instructions for use tell the user to be careful not to bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. An overall conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibits a circumferential fracture at the output window. The metal cap exhibited moderate debris adhesion on its surface indicative of tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam was at the output window, and there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Investigation conclusion: based on the observed distal circumferential fracture a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The distal circumferential fracture likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted distal circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned.

Event description:
The fiber was returned without performance allegation. Analysis of the fiber identified a distal circumferential fracture in the glass cap at the output window. The potential for forward firing exists.